Manufacturer narrative:
(B)(6). Date of report: 12aug2019. The manufacturer¿s international service technician replaced the data acquisition (da) pcba to address the reported problem. The part was returned to the manufacturer for investigation: it was determined the failure of this returned data acquisition (da) board was caused by a defective pressure sensor u6. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance, the manufacturer¿s international service technician noted that the device failed the pressure accuracy test (pvt test 4). There was no patient involvement.